Event description:
Same event as MFR report#: 2134625-2008-00290. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon catheter froze on the guide wire. The 15mm x 2.50mm maverick over-the wire balloon catheter "froze" on the pt2 moderate support guide wire. Both devices were removed as a unit from the pt without incident. The procedure was successfully completed with different devices. No pt complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.